Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio patch (device #3). Additional emdrs were submitted to represent the two bard meshes (bard flat mesh) (device #1 & device #2) and the bard/davol ventrio patch (device #4). The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard 6x6 mesh on (B)(6) 2006, bard/davol xlarge plug on (B)(6) 2006, bard/davol large plug on 13-mar-2006, two bard meshes (bard flat mesh) on (B)(6) 2007 and (B)(6) 2009, two bard/davol ventrio patches on (B)(6) 2015 and (B)(6) 2021. As reported, the patient is making a claim for an adverse patient outcome against the two bard meshes (bard flat mesh) and two ventrio patches. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.